Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -litigation papers allege patient has suffered and continues to suffer both injuries and damages, including but not limited to: past, present and future physical and mental pain and suffering; and past, present and future medical, hospital, rehabilitative and pharmaceutical expenses, lost wages, and other related damages. Bilateral patient - doi: (B)(6) 2001 - dor: (B)(6) 2006 (left side). Doi: (B)(6) 2002 - dor: (B)(6) 2009 (right side). (B)(6). Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. The left side was revised because of a loose stem. The right side was revised because of loose stem and metal debris. Records are available for further review. Correction: right side doi: (B)(6) 2002.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.